Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The 3 fr PICC line was placed in the patient on (B)(6) 2016 for antibiotic treatment. On (B)(6) 2016, the line was noted to have cracked. The reporter states the same issue occurred with a 4 and 5fr double lumen PICC's. This is the patient's second malfunction, the first was in (B)(6) 2016, according to the patient's mother. The patient only had it in for a week for antibiotics at that time. (1820334-2016-00689). Patient returned on (B)(6) 2016 to have the device replaced.

Manufacturer narrative:
(B)(4). Event evaluation: a review of specifications was conducted during the investigation. Photos were provided that showed the tubing is separating from the purple hub. There is no evidence to suggest that the device was not made to specification. A definitive root cause cannot be determined.

Event description:
The 3 fr PICC line was placed in the patient on (B)(6) 2016 for antibiotic treatment. On (B)(6) 2016, the line was noted to have cracked (1820334-2016-00661). The reporter states the same issue occurred with a 4 and 5fr double lumen PICC's. This is the patient's second malfunction, the first was in (B)(6) 2016, according to the patient's mother. The patient only had it in for a week for antibiotics at that time. (1820334-2016-00689). Patient returned on (B)(6) 2016 to have the device replaced.